Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date explanted: remains implanted.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening and was converted to metal-on-poly components. Approximately one month post-op, patient had worsening complications with restless leg syndrome, which may have been influenced by rehabilitation procedures. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with legacy zimmer products. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening and was converted to metal-on-poly components. Approximately one month post-op, patient had worsening complications with restless leg syndrome, which may have been influenced by rehabilitation procedures. No further information has been provided.